Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarms and resumed insulin delivery. Reportedly, the customer continued using the pump and had manual injections as alternate insulin therapy. There was no reported impact to the customer's blood glucose level.